Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that there was a touchscreen issue and the lcd screen froze when pre-use operational checking outside of clinical use was performed at the hospital. It was reported that there was no patient involvement at the time the issue was discovered and there was not a delay in therapy or medical intervention. The manufacturers product support engineer (pse) evaluated the device and confirmed that there was a misalignment in the touch position. Because the touchscreen issue was not resolved after calibration, the customer replaced the touchscreen, and no other abnormality was confirmed. The device passed required performance verification tests, per philips standard and was returned to service.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The fi technician installed the touchscreen into a pi ventilator to duplicate the reported issue. The visual inspection of this touch screen did not reveal any signs of damage or contamination. The touchscreen was tested, and the failure was confirmed. Initially, the touchscreen failed during diagnostics and functional testing, and it displayed misaligned touch points. Because the touchscreen issue was not resolved after calibration, the customer replaced the touchscreen, and no other abnormality was confirmed. The technician verified that after the successful recalibration of the touchscreen using the touchscreen calibration button noted in the diagnostics portion of the software, the touchscreen could be recalibrated. Pil found that the touchscreen passed all diagnostics and flex cable resistance testing and operated without issue. After touchscreen calibration, the touch points were properly aligned with the liquid crystal display (lcd). H11: updated contact information and contact office entity.